Event description:
It was reported that the user experienced hypoglycemia while using the ilet and expressed dissatisfaction with automated bolus control, reporting frequent perceived lows, minimal meal announcements, and a lowest blood glucose of 52 mg/dl; the event was corrected with oral glucose and the ilet did not alert for the low. Symptoms included feeling low without additional reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review, product use review, and user education with scheduling for additional training; a factory reset was discussed but not performed. Investigation of this case revealed no device alarms for the event and no confirmed device malfunction, with contributing factors consistent with use-related factors such as limited meal announcements and user perception of low at approximately 80 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.